Event description:
It was reported that the asymptomatic patient presented for a routine device check. A single occurrence of intermittent loss of ventricular capture was observed. Programming changes were made and no further events have occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.